Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, the suggested event ¿nozzle clogged¿ was confirmed, and the specifications and functions were not satisfied. The foreign material could not be identified as well as the cause of the residual foreign material. Additionally, it was unknown whether reprocessing was conducted in accordance with IFU. However, it was confirmed that there was no physical damage at the point where foreign material was detected. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The suggested event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus a possible air/water channel clog. The issue was identified during preparation for use. There was no patient or other person affected or involved in the event. No patient harm was reported. The device was returned and evaluated, and there was no flow in the air water supply due to a clogged nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and there was no flow in the air water supply due to the clogged nozzle. After the nozzle was removed, the air/water flow was restored. Additional findings include a leak from the scope connector and plug unit, low angulation, control knob issue, dents in the plastic cover, crack in the light guide lens and in the bending section adhesive glue, and a crack/leak in the plug unit on the scope connector. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.